Event description:
The customer reported that the charger failure error message displayed on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep troubleshot the system to check the batteries and the battery charger output. The system operated properly and they will monitor it. A follow-up with the customer found the system continued to operate as intended. No failure was detected.